Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was noted that the device could not perform a capture decrement test in voo mode when the atrial lead was coded as plugged. Investigation showed that the device should not be able to program as voo when the atrial lead was coded plugged. A temporary pacing mode was used to work around the capture test anomaly. There were no consequences to the patient.

Manufacturer narrative:
The reported complaint of inability to perform ventricular capture test in voo mode when the atrial lead type is set to plugged was confirmed. Investigation found that this behavior was inconsistent with expected programmer software behavior. The observed event was attributed to a software anomaly.